Event description:
It was reported that the trigger of the system 5 dual trigger rotary handpiece was getting stuck causing the device to run on during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the trigger of the system 5 dual trigger rotary handpiece was getting stuck causing the device to run on during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, getting stuck, was duplicated; it was confirmed that the trigger assembly and the rotary handle were non-functional by the engineer at the technical service center in india through inspection. The presence of a non-functional trigger assembly and rotary handle caused the run-on. The engineer repaired the trigger assembly and rotary handle and the handpiece was sent back to the customer.